Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery that had been performed on (B)(6) 2020, the patient started experiencing on (B)(6) 2024 failure of the knee, pain and tender on walking potentially related to metallosis. The patient is awaiting a revision surgery. The patient reports to be in good health apart from the knee related symptoms.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the number of the batches based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. Possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Additionally, the section states that, although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11. Corrected field in h6 (health effect - impact code).

Event description:
It was reported that, after a tka surgery that had been performed on (B)(6) 2020, the patient started experiencing on (B)(6) 2024 failure of the knee, pain and tender on walking potentially related to metallosis. The patient underwent a knee aspiration. She also had the revision surgery she was expecting which revealed loss of material from wear presumably as result of a mechanical failure from about 3 years ago in one (1) jrny ii cr fem ox np rt sz 4 and one (1) jrny ii cr isrt xlpe rt sz 1-2 10mm. The patient reports to be in good health apart from the knee related symptoms.

Manufacturer narrative:
B5, d1, d4, d10, g4, h6.

Event description:
It was reported that, after a tka surgery that had been performed on (B)(6) 2020, the patient started experiencing on (B)(6) 2024 failure of the knee, pain and tender on walking potentially related to metallosis. The patient has underwent a knee aspiration. The patient reports to be in good health apart from the knee related symptoms.

Event description:
It was reported that, after a navio assisted tka surgery that had been performed on (B)(6) 2021, the patient started experiencing on (B)(6) 2022 failure of the knee, pain and tender on walking potentially related to metallosis. The patient underwent a knee aspiration. She also had the revision surgery she was expecting which revealed loss of material from wear presumably as result of a mechanical failure from about 3 years ago in one (1) jrny ii cr fem ox np rt sz 4 and one (1) jrny ii cr isrt xlpe rt sz 1-2 10mm. The patient reports to be in good health apart from the knee related symptoms.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that although wear of the femoral component/condyle & articulating insert with resulting metallosis-type findings is consistent with metal-on-metal articulation, the definitive functional or mechanical root cause which led to the focal wear of the articulating surfaces cannot be determined with certainty based on the documentation provided. However, trauma, 3rd body debris, component fixation/positioning cannot be ruled out as potential contributing factors. The length of time between patient reported symptom onset and delay to revision (approximately 3 years), along with biopsy results consistent with metallosis since jan. 2025 certainly would have directly contributed to the severity of the event. The patient impact included the pain, and component wear [along with resultant knee aspirate, open biopsy under anesthesia] with findings of metallosis, subsequent revision/conversion to hinged knee with post-revision partial peroneal nerve palsy. Although the current patient status is unknown, it was recommended the patient continue exercise/mobility and wait for the ¿nerve conduction studies before making any decisions¿. A review of the production order of the devices did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed part numbers of the insert and tibial base over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. As for the femoral and the patella component, a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems reveal in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and events. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that although wear of the femoral component/condyle & articulating insert with resulting metallosis-type findings is consistent with metal-on-metal articulation, the definitive functional or mechanical root cause which led to the focal wear of the articulating surfaces cannot be determined with certainty based on the documentation provided. However, trauma, 3rd body debris, component fixation/positioning cannot be ruled out as potential contributing factors. The length of time between patient reported symptom onset and delay to revision (approximately 3 years), along with biopsy results consistent with metallosis since jan. 2025 certainly would have directly contributed to the severity of the event. The patient impact included the pain, and component wear, along with resultant knee aspirate and open biopsy under anesthesia, which revealed findings of metallosis. This was followed by a revision/conversion to a hinged knee and post-revision partial peroneal nerve palsy. Although the current patient status is unknown, it was recommended the patient continue exercise/mobility and wait for the ¿nerve conduction studies before making any decisions.¿ a review of the production order of the devices did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed part numbers of the insert and tibial base over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. As for the femoral and the patella component, a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems reveal in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and events. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, following a navio-assisted total knee arthroplasty (tka) performed on (B)(6) 2021, the patient began experiencing knee pain and tenderness while walking around (B)(6) 2022. A complex right knee revision surgery was performed on (B)(6) 2025 due to persistent symptoms and suspected metallosis. Intraoperative findings included gross metallosis, a severely worn medial femoral condyle with a 5¿6 mm deep groove through the oxinium layer, and a completely worn polyethylene insert. The revision involved conversion to a rotating hinge knee with quadricepsplasty, total joint synovectomy, and excision of bone and metallosis from the posterior medial knee. The patella component was retained. The patient was noted to be in good health apart from knee-related symptoms and postoperatively developed partial peroneal nerve palsy.

Manufacturer narrative:
Additional information: b6. Corrected data: b5, b7, h6 (health effect - clinical code, health effect - impact code).